Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed and stated that double counting of the atrial beat was observed. Ts discussed programming options. This device and non-boston scientific lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed and stated that double counting of the atrial beat was observed. Ts discussed programming options. This device and non-boston scientific lead remains in service. Additional information received indicated that there were pacemaker mediated tachycardia (pmt) episodes noted along with loss of capture (loc) on rv and lv leads. Additional information received indicated that the patient was seen in clinic and noted rv loc with a fractionated biphasic r-wave. There was an increase in rv thresholds. Programming was performed and captured was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains additional information in section b5 describe event or problem and h6 device codes.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed and stated that double counting of the atrial beat was observed. Ts discussed programming options. This device and non-boston scientific lead remains in service. Additional information received indicated that there were pacemaker mediated tachycardia (pmt) episodes noted along with loss of capture (loc) on rv and lv leads. Additional information received indicated that the patient was seen in clinic and noted rv loc with a fractionated biphasic r-wave. There was an increase in rv thresholds. Programming was performed and captured was confirmed. No adverse patient effects were reported. Additional information received indicated that the patient was in atrial fibrillation (af) which was being intermittently undersensed. Technical services (ts) recommended programming options and to adjust atrial tachy response (atr) settings. This device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed and stated that double counting of the atrial beat was observed. Ts discussed programming options. This device and non-boston scientific lead remains in service. Additional information received indicated that there were pacemaker mediated tachycardia (pmt) episodes noted along with loss of capture (loc) on rv and lv leads. No adverse patient effects were reported.